Event description:
Event became reportable based on investigation completed on 09/17/2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon leak occurred. The lesion was located in the proximal right coronary artery (rca). The 9mm x 1.50mm maverick over-the wire balloon catheter was inserted and while the physician applied negative pressure, a balloon leak occurred. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good". Device analysis revealed a balloon tear.

Manufacturer narrative:
Returned product analysis revealed a balloon tear. The balloon catheter was received with the balloon in a deflated state in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 6 millimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the tear. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the tear could not be determined. The information available is insufficient to determine a potential root cause.